Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in germany, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by right transfemoral approach within a surgical edwards valve. During the procedure, it was very difficult to advance the delivery system through the 14f esheath+ and the system got stuck in the white portion, causing the valve frame to become damaged. Consequently, the entire system was removed as a single unit. A 16f esheath+ was placed into the patient, and a new delivery system with a new 23mm sapien 3 ultra valve was successfully implanted. The patient left the operating room in stable condition without any injury. As per image evaluation, it was observed that the valve frame damage was exposed through the sheath liner puncture and the strain relief was damaged.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-04421. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: there were four bent struts outwards at the inflow side on the crimped valve. Post-expanded valve: the valve was deployed canted, and leaflets were dehydrated. The struts folded outwards over themselves upon valve deployment. Relevant imagery was reviewed, and the following was observed: one valve strut appears bent outwards at the inflow side. One valve strut appears bent inside the patient before exiting the esheath. Tortuosity is present in the access vessels. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for valve frame damage was confirmed based on evaluation of the returned device and provided imagery. Available information suggests that patient factors (tortuosity) and/or procedural factors (device manipulation) likely contributed to the event as provided information indicated presence of tortuosity. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.